Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The nurse reported that during cataract surgery with intraocular implant, the phaco handpiece failed to aspirate and showed an occlusion error on the screen. The fluidic management system (fms) was replaced, and balanced salt solution (bss) was used to flush the handpiece. The patient sustained a wound burn, which the surgeon managed with five sutures to complete the procedure. Additional information received that no aspiration was observed due to occlusion. While the aspiration function itself remained operational, it was unable to aspirate the cataract piece because of the blockage. Phaco mode was initiated briefly, during which occlusion rings appeared. The surgeon noticed a burn and subsequently removed the handpiece. The nurse used balanced salt solution (bss) to flush through the aspiration port, and the cataract remnant was expelled. The phaco tip and fluidic management system (fms) were then replaced, and the procedure was completed using the same handpiece on the same day. There was no current information on the patient¿s visual acuity (va), but in this case, the surgeon was expecting a va of 20/32, which has not yet been achieved. The surgeon would continue to follow up on this case. The burn area appeared slightly opaque due to the thermal effect but did not involve the central cornea. No corneal implant was required. The phaco tip and sleeves were returned inside the tray along with the fms. This report pertains to the cassette involved in this complaint.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.